Event description:
Pt implanted 2001 in deep cheek lines. Onset of infection, extrusion, displacement 2001. Incision site on left side became inflammed, dr prescribed levanquin. Over last 5-6 months, pt had persistent swelling which led to migration of implants (down) and implant extrusion. The device explanted in 2001.